Event description:
The customer reported obtaining high patient results for sodium on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer provided one patient results.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found multiple hardware parts were malfunctioned. The fse replaced ise tubing, electrodes (na, k, cl), buffer valves and ise mix motor to resolve the issue. The fse performed photocal, calibration and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).